Manufacturer narrative:
Implant date approximately 3 years prior to revision date, actual date unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient approximately 3 years status post lumbar fusion with pangea system was returned to the operating room for revision surgery on (B)(6) 2014 due to non-fusion between l4 and l5. The pangea implants were removed, and the surgeon noticed that the pangea locking cap at l5 (right) was loose. Since the locking cap was loose, additional load was placed on the screws to the left, and the screw at l5 (left) became loose. The revision surgery was completed with no reported time delay. Patient status/outcome following the procedure was not provided. This is report 2 of 10 for complaint (B)(4).